Event description:
On (B)(6) 2012, the reporter contacted animas and stated that all of the keypad buttons had a delayed, intermittent response and required multiple button presses to elicit a response. It was noted that the button symbols were worn off the keypad. The reporter denied any damage to the keypad or evidence of moisture in the pump. The patient reportedly wore the pump in a pocket and did not clean the pump. There was no reported adverse event associated with this complaint. This complaint is being reported due to an alleged keypad issue.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1 date of submission (B)(4) 2012 device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2012 with the following findings: the keypad was found to be intact; no peeling or lifting was observed. The keypad button symbols were found to be worn. Evaluation revealed that all keypad buttons were intermittently responsive. There was evidence of contamination found under the key contacts.